Event description:
The complainant reported that a pasv port had been placed for therapeutic purposes in a female patient (age unknown) in 2004. During 2005, the port was explanted from the pt, as the device was reported to be leaking at the insertion site through the puncture hole. The complainant reported that there was no adverse affect on the patient, as a result of the reported malfunction.